Event description:
Risk management received report on (B)(4) 2011 of intermittent malfunctioning pumps (two separate pumps) in lab analyzer resulting in falsely elevated troponin values for approximately 30 pts on (B)(6) 2011. Problem from (B)(6) initially detected on (B)(6). Problem on (B)(6) detected on (B)(6). Eight of these 30 pts have been identified to have received interventions that would not have been otherwise indicated if lab values were correct. Three pts were transferred to a higher level of care with one receiving a cardiac catheterization. Support hotline contacted x 2 regarding issue. Initial contact om (B)(6), issue thought to be resolved. Discovered on (B)(6) that analyzer had again malfunctioned on (B)(6). Support again called on (B)(6)and problem resolved.